Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Review of device logs showed that monitor pressure transducer test failed during pre-use check on the reported date of event, however when investigated on site by our field service engineer, the fault could not be reproduced. The ventilator was handed over to customer in good working condition. No parts replaced and therefore no root cause can be established. Pressure transducer test calibrates and checks the inspiratory and expiratory pressure transducers. The new zero value for the pressure transducers may not differ more than ±5 cmh2o from factory calibration. During this test, the different subsystems concerned are compared. The difference between the sub-systems must not be more than ±1 cmh2o at 60 cmh2o. Recommended actions to resolve a failed pressure transducer test is to check/replace pc 1781 pressure transducer (insp. And exp.) Based on the information above this complaint will be closed.

Event description:
Manufacturer's ref. #: (B)(4).